Event description:
Balloon on catheter ruptured in patient's heart during procedure. Latex free swan-ganz. Patient had highly calcified vessels. Swan difficult to advance. On fluoroscopy exam, the balloon was found to be ruptured. The balloon appeared intact upon inspection.